Event description:
It was reported that a revision surgery was of the right hip was performed due to unknown reasons.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that a revision surgery was performed due to dislocation. Intraoperatively it was found that the liner was broken and mild metallosis was found. The mild metallosis was resected back to clean tissue.

Manufacturer narrative:
Additional information:device manufacture date. The associated complaint device was not returned. A clinical evaluation was conducted and the patient¿s recurrent dislocations and rt tha 1st revision were reported as due to the patient¿s ¿soft tissue incompetence¿, and possibly the asymmetric positioning and size of the acetabular cup. The report of metallosis of the trunnion may be consistent with findings associated with metal debris, which may be a result of the reported ¿damage on the trunnion¿ but it cannot be conclude if this damage was a result of the multiple dislocations, previous revisions, or something else. This cannot be confirmed without supporting lab reports, imaging, and/or the analysis of the explanted components, and it cannot be concluded that the recurrent dislocations and clinical reaction were associated with a mal-performance of the implant. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.